Manufacturer narrative:
The recipient reportedly experienced pain; however, no infection was present. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient reportedly has a cardiovascular issue that is progressing. The recipient is not wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing magnet displacement. Revision surgery has been scheduled. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.